Manufacturer narrative:
One kangaroo joey pump was returned for investigation for the reported condition of: customer stated that during the testing process, the pump did not recognize the occlusion even after 1.5 hours. The pump stated it fed 150cc, but nothing was fed through. Initial testing of the unit found that the unit would not detect occlusion and would continue pumping without error; therefore, this report was confirmed. The cause of the reported condition was found to be the unit¿s ultrasonic sensor. The ultrasonic sensor was replaced to correct the problem. The pump was then retested; unit passed all testing. Kangaroo joey pump was manufactured in 2013. A review of the device history record indicates all parameters and acceptance were within specified limits when released.

Event description:
It was reported on 10/23/2013 that the customer had an issue with an enteral feeding pump. The customer stated that during their testing process, while completing the distal occlusion, the pump did not recognize the occlusion even after 1.5 hours. The pump stated it feed 150cc, however no feed was fed thru.